Event description:
Rec'd new embrace meter and lancet to check blood sugar. The lancet was on one - the lowest setting. After piercing my finger, it was bruised. The same thing happened again. I called (B)(6) and reported the problem. They said they had never heard of anything like that. Ask me if I wanted to return the products. Sending me a return label. Date of use: (B)(6)-2011.